Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The consumer reported the implantable neurostimulator (ins) was removed from the patient's back in (B)(6) 2013. The patient had no idea what happened to the device removed from her butt. The therapy was removed due to the patient having no pain control in the back. The stimulation never covered the patient's pain. After implant, they did another surgery and moved the leads to cover the pain, but that did not help. The doctor had the ins removed because he said in order for the patient to get pain relief, he would have to have the stimulation set way to high and was afraid it would cause damage to other organs. Relevant medical history included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.